Event description:
Procedure performed: lavh event description: a piece of the grasper fell outside of the patient. The device was not able to grasp. The piece that fell was accounted for during the procedure. They were trying to grasp uterine tissue. Additional information obtained from hospital representative via email on (B)(6) 2025: the grasper was being used to grasp the uterus and the hinge became loose. Nothing broke off or fell into the patient; the device just would not grasp. It was removed from the patient and off the field with all pieces intact. When inspecting off the field, a piece fell out from the hinge area. It is not visible in the picture. It is more of a piece of metal that fell from the inside of the hinge while we were inspecting it. Intervention: the grasper was removed from the field and a new grasper was opened. Patient status: no adverse event or injury

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed complainant¿s experience of the fractured jaw. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: lavh. Event description: a piece of the grasper fell outside of the patient. The device was not able to grasp. The piece that fell was accounted for during the procedure. They were trying to grasp uterine tissue. Additional information obtained from hospital representative via email on 09jun2025: the grasper was being used to grasp the uterus and the hinge became loose. Nothing broke off or fell into the patient, the device just would not grasp. It was removed from the patient and off the field with all pieces intact. When inspecting off the field, a piece fell out from the hinge area. It is not visible in the picture. It is more of a piece of metal that fell from the inside of the hinge while we were inspecting it. Intervention: the grasper was removed from the field and a new grasper was opened. Patient status: no adverse event or injury.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.